Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for service, and the customers allegation was confirmed. Due to damage, switch 1 (one) does not work and shows wear. The device evaluation also found that the nozzle has foreign objects inside. Due to clogging of nozzle, water removal ability does not meet the standard value. The device evaluation also found that due to wear of zoom lever, water tightness is lost, the plastic distal end cover has a scratch, adhesives around light guide lens has white-clouded area, adhesives around objective lens has white-clouded area, paint on suction cylinder is peeled, paint on air/water-cylinder is peeled, color ring has a crack, mouthpiece is loose, the connecting tube has a scratch, the bending tube has a dent, scope cover is dirty due to water leakage, control unit is dirty due to water leakage, adhesive on distal sheath has white-clouded area, adhesive on distal sheath has a crack, adhesive on distal sheath has a chip, distal sheath has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a crack on grip, water tightness is lost, control unit is damaged, and the connecting tube has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus there are times when the 1st button does not work on the evis lucera gastrointestinal videoscope. No patient or procedure was associated with this event. The device was returned for service, and the repair center found the nozzle has foreign objects inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.